Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets leakage events on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. The infusion set was in use for a day and a half for all events. The patient replaced infusion sets and resumed insulin successfully. No further information availabel.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-35075. The initial MDR with manufacturing report number (3003442380-2024-35075) was submitted on (B)(6) 2024. Upon receiving additional information, the malfunction code was updated from 'leakage (customer states infusion set leaks)' to 'leakage from infusion site (cannula base part/cannula)'. Additional information - this MDR is being submitted to include the below: component code (g). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.